Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they feel "stimulation, like a pulse" in their left calf muscle on the inside; it is aggravating. During the call, patient connected to their ins which showed they were at 0.2v on program 1. The patient switched to programs 2, 3, and 4, but they went back to program 1. They somehow turned the ins off and had to turn it back on. Patient wonders if that feeling could be because they have a lot of weight on their butt. They also wonder if it could be from them sitting in a certain spot. They lastly added that when they try to sit down, they flop; the patient noted that part of their body is like really heavy. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to address the overstimulation issue. The event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.